Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented for device evaluation after receiving a shock. Interrogation of this implantable cardioverter defibrillator (ICD) identified it was functioning in safety mode. The nature of the shock could not be determined due to the inability to interrogate the device. The patient was admitted to the hospital and the device was explanted and replaced. The device is expected to be returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies. The device could not be interrogated, and memory review noted the device had reverted to safety mode and an unexpected memory error was detected. New firmware was loaded onto the device which resulted in successful interrogation with a latitude programmer and the device reverting to primary operation. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of shocking, pacing, sensing, and recording functions of the device commensurate with battery voltage. Normal device operation was confirmed following firmware correction; however, the cause of the firmware corruption could not be established. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented for device evaluation after receiving a shock. Interrogation of this implantable cardioverter defibrillator (ICD) identified it was functioning in safety mode. The nature of the shock could not be determined due to the inability to interrogate the device. The patient was admitted to the hospital and the device was explanted and replaced. The device is expected to be returned for evaluation. No additional adverse patient effects were reported.